Event description:
According to the reporter, during the total gastrectomy procedure, the nurse removed the handle from the battery charger, checked the display showed the remaining procedures of the handle.then inserted handle to the device, however the display was blackout and the device did not react at all. They replaced the handle and the procedure was completed. The sales rep set the handle to the battery charger over again and checked the charge status indicator showed the handle was fully charged, however the handle did not react at all. There was no harm caused to the patient.

Manufacturer narrative:
This device problem is not reportable.